Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power of computer failure caused this issue, we fixed the power supply of computer. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding a navigation system outside of a procedure. The hcp reported that the computer had an intermittent start fault and a no signal error, cause of the reported issue was that the computer failed. Information received later determined the computer was at fault. No patient was involved with this issue. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) confirmed that the navigation system was connected to a known functional power outlet when the initial issue occurred.